Event description:
It was reported that during an unknown procedure the error message relieve pressure on the blade kept coming up. They changed the harmonic, but the message kept showing up. They then decided to change the hand piece and the issue was resolved. The customer said that the issue was coming from the handpiece and not the harmonic because after changing the handpiece (with the same device), the issue was gone. After checking how many uses left there is, the generator showed -24. However after checking, the handpiece was only sterilised twice, so it would not make sense. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 9/30/2024. B3: event year only reported: 2024. D4 batch #: d9ec7m. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with no apparent damage. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non-functional. However, it worked properly with footswitch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the handpiece was disassembled to verify the condition of the internal components,. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what could have caused this issue. Although no conclusion could be reach on the cause of the reported event. It is probable that the ingress of moisture affected handpiece functionality.